Event description:
Following a bronchoscopy lung biopsy procedure the pt was diagnosed with back pain and pneumothorax. The severity was described as moderate by the physician. A heimlich valve was placed and the pt recovered.